Event description:
Reporter said, she used the patch on her right hip in 2007. Pain was excruciating when she removed the patch. She left it on for 7 hours. She did not seek medical attention and made no mention of treating area.